Manufacturer narrative:
The investigation for the high purge pressure issue has been completed. No product was returned for investigation. The data log shows that one hour into the case the purge pressure began steadily rising and continued to rise over the course of ten minutes following a motor current spike. The high purge pressure alarm was then triggered. This motor current spike is indicative of biomaterial ingestion. At this time of the spike there were also no changes in p-level. The data log shows that the tpa infusion then resolved the high purge pressure issue. Therefore, the cause of the high purge pressure was most likely biomaterial since tpa resolved the issue. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported 63yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there were alternating purge pressure high and purge system blocked alarms. No kinks observed in purge line and an x-ray did not show any observable kinks in the implanted catheter. Tissue plasminogen activator (tpa) was hung and infused over 4-5 hours and the alarms resolved. There was no patient harm reported.